Event description:
The iab failed. This was the only info at the time of the report. The following was reported to datascope on 1/27/98: blood was found in the iab tubing. [Event complications]: unk-reported 12/15/97; none-reported 1/27/98. [Pt's current status]: on ventilator-rpt'd 1/27.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.